Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room (ER) due to receiving a shock while using a facial massager. Technical services (ts) was contacted, and they reviewed the data and can see what appears to be an alternating signal. It was noted the patient uses this product on occasion. Ts discussed that it could be due to electromagnetic interference (emi) and provided troubleshooting options. Patient was seen in the clinic and pocket manipulation and aggressive arm movements were performed however, there was no noise seen with inappropriate sensing. The patient was told not to use this product as it uses micro currents. At this time, the system remains in service. No adverse patient effects were reported.